Event description:
Boston scientific crm received information that this lead perforated the heart. An echocardiogram was performed and blood was observed just outside the heart. The pt was transferred to a different medical center where the lead was explanted and a new lead was implanted. The lead was returned for analysis. The implant date was not made available to us.